Event description:
Received complaint alleging plaintiff used "renu eye solution" and was caused to sustain serious and permanent injuries that include, but are not limited to, an ulcer to the right eye and impaired vision. Medical documentation has not been received and no further information was provided.

Manufacturer narrative:
The product was not returned for evaluation. The lot number and the product type are unknown. Medical documentation was not received. Based on all information, no causal factors can be determined and no conclusion can be drawn.